Event description:
It was reported the patient was unable to adjust the stimulation on their implantable neurostimulator (ins). The patient programmer displayed the "call your doctor" icon and had a "power on reset" (por) condition. The patient noted she was at the eye doctor and dentist and believed that may have caused the por. The por was cleared. Follow-up information reported the patient had no further concerns regarding their therapy or device. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead. Product ID 37752, serial # (B)(4), product type recharger. Product ID 37743, serial # (B)(4), product type programmer. Product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, explanted: na, product type extension. Product ID 3708140, serial # (B)(4), implanted: (B)(4) 2008, explanted: na, product type extension.